Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pacemaker dependent patient presented with noise on the right ventricular channel that was noted during an isometric test. The pace/sense portal of the chronic lead was capped with defib portal still active, and a new pace/sense lead was implanted on (B)(6) 2016. Two years later, a symptomatic patient presented in the emergency room after receiving inappropriate therapies of both high voltage and anti-tachycardia pacing (atp) and experiencing dizziness. It was noted that the chronic right ventricular lead exhibited noise oversensing that lead to inappropriate therapies and bi-ventricular pacing inhibition. The patient was brought to the operating room for chronic rv lead revision and upon interrogation, loss of capture on the pace/sense lead was noted. Due to occlusion on the left side, physician elected to explant device and capped all chronic leads and implanted a new system on the right side on (B)(6) 2018. Patient was recovering post-procedure.